Event description:
It was reported that during service and repair pre-testing it was discovered that the foot control device had "cable damaged". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The visual assessment found that the cable was damaged. This was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.